Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use state: "to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic clipping procedure, the physician used an instinct endoscopic hemoclip. The clip closed properly, but was still attached to the handle [catheter] and was impossible to deploy. After attempts to deploy, the user pulled on the device, and the attached clip came off the clipping site with colon tissue attached to it. The patient had a hemorrhage and stayed an additional hour to stop the bleeding. Four (4) clips from another manufacturer were used to treat the hemorrhage.

Manufacturer narrative:
Corrected data: investigation evaluation: the product was received in an open pouch from the lot number in the report. The label matches the product returned. The complaint was confirmed. An attempt was made to open the clip outside an endoscope, however it was not possible to open the clip with manipulation at the handle. The jaws of the clip were manually pulled open and the handle was gently actuated. It was observed that the handle spool was moving slightly; however, the jaws of the clip had no movement at all. A close visual inspection under magnification showed that the hook at the distal end of the drive wire was visible in the jaw pin slots when the handle spool was advanced in the open direction. When the handle spool was retracted toward the closing position, the hook was no longer visible in the jaw slots; however, the jaws had no movement. This is an indication that the hook at the distal end of the drive wire has separated from the clip driver and is no longer controlling jaw movement. Therefore, the clip is partially deployed and remained attached to the deployment catheter by only the catheter attachment. The clip jaws were manually returned to the closed position (as received) and a minimal amount of force was applied to the handle which completed the clip deployment. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The investigation found the clip to be in a partially deployed state. Once in a partially deployed state, it is likely that the clip cannot be opened or reopened. The instructions for use includes the following precaution: "if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur." The instructions for use also state: "to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.